Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during non-emergency procedure was performed when the issue happened. The procedure was completed by moving the patient to another system. Field service engineer (fse) attended onsite and confirmed the reported malfunction. After reviewing the log, fse confirmed the reported malfunction. Upon troubleshooting, fse found flex monitor displayed no output due to a malfunction in the flex vision pc. To resolve the issue, the fse replaced the faulty flex vision pc and return part for further analysis, but the failure not confirmed. After replaced the faulty flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.